Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the device was not returned for analysis the investigation was unable to determine a conclusive cause for the reported leak difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional indeflator referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an unspecified vessel. The indeflator was connected directly to the balloon. During the process of pulling negative pressure on the indeflator, an air bubble was seen in the connector. A new indeflator was used and when negative pressure was pulled an air bubble was seen in the connector. Therefore, a non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.